Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported leak and inflation issue are related to a potential product quality issue. Possible factors that can contribute to a leak in the system include, but are not limited to, manufacturing, balloon damage during use, inflation technique, interactions with accessory devices, catheter damage, or insufficient preparation prior to use. Additionally, possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, damage to the inflation lumen, patient anatomical morphology and patient disease state. In this case, a conclusive cause for the reported leak and inflation issue could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous anterior tibial artery that is 99% stenosed. The 2.5x200mm armada 14 balloon dilatation catheter was advanced and once inflating the balloon it was noted that the balloon partially inflated as there as a leak noted at the hub. Therefore, it was removed and another 2.5x120mm armada 14 balloon was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.